Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: july 6, 2015. Data through: (B)(6) 2015. Normal power consumption. 1 vad disconnect alarm was logged on (B)(6) on (B)(6) 2015. On (B)(6) 2015 between 00:41 and 07:26 there was a sustained drop in estimated flow. Subsequent logged power and estimated flow is in the normal range. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-01769, 3007042319-2015-01770 and 3007042319-2015-01771) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced an alarm "power disconnect", although a battery was connected to port 1. The patient exchanged battery 1 and the controller switched back to port 1 that was empty and a pump stop followed. The controller was exchanged with no reported consequence or impact to the patient. The patient was reported to be in the clinic, a total of 5 batteries and the controller were replaced with facility stock. No additional information was reported. This is report 1 of 3.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It is unknown which of the following batteries were involved in the reported event: (B)(4). The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. The reported event was confirmed via log files, the alarm log file confirmed a vad stop alarm which was most likely due to a controller exchange. Also, found evidence of several occurrences of non-consecutive premature controller - battery switching events around the time of the reported event. The controller is related to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the failure is communication error between controller and battery which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. This is one of three reports (3007042319-2015-01769, 3007042319-2015-01770 and 3007042319-2015-01771) submitted for devices related to the same event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.